Event description:
A customer reported to beckman coulter, inc. (Bec) an inhibin a reagent pack mis-load on the access 2 immunoassay analyzer. No patient results were affected by the mis-loaded pack. There are no reports of patient injury or unnecessary medical treatment as a result of this event.

Manufacturer narrative:
The customer did not follow the outlined procedure for loading a new reagent pack on the system. Customer's qc was within published specifications for the days preceding event. Qc failure on (B)(6) 2011 triggered an investigation into the root cause. Through routine troubleshooting with customer, bec customer technical support (cts) discovered that the customer had moved an inhibin a pack to a different location without moving it in the software. Per cts instructions, customer removed reagent pack and discarded it. User error is the root cause of this event.